Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple incomplete bolus alerts occurred while the customer was sleeping. Reportedly, the customer did not intentionally or unintentionally navigate to the bolus screen. There was no impact to blood glucose and the customer declined further troubleshooting with tandem's technical support.